Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician noted that the right ventricular set screw seemed to be stripped and would not tighten when he attempted to connect the lead. Several attempts of backing the screw out and re-screwing were made as well as using another torque wrench. The device was removed and replaced. There were no patient consequences.